Manufacturer narrative:
(B)(4). Maude report was received: mw5064465.

Event description:
It was recorded that a patient presented post-surgery with pericarditis. The patient was presented to the hospital with chest pain and shortness of breath. Pericardial effusion was performed. The patient is recovering slowly and continued to experience aches and shortness of breath.